Event description:
It was reported that after opening the foil packaging on (B)(6) 2012, it was discovered that the foil packaging had holes in it. The package was not wrinkled and came right out of the box. This was identified before use and it was not used on a patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of voluntary medwatch report 0501970000-2012-8032.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The package as returned was very wrinkled, and there was a straight-line deep crease. The fracture was located at the end of the crease. The dye pooled between the film and the foil, but did not leach through to stain the surface below. The dye leak test confirms that there were no holes in the package.